Event description:
The complaint is reported as: the cap on the jar appears to cross-thread which causes an insufficient seal. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported issue. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.